Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-may-2026, a sales representative reported via email that an ar-1927bct biocomposite corkscrew ft suture anchor was observed to have a crack on the corkscrew component prior to insertion. To prevent potential breakage in vivo, a replacement anchor was opened and used. The procedure was completed with the alternate device. No additional anesthesia was needed due to the issue. The issue was identified before use during a rotator cuff repair procedure. No patient harm was reported. Additional information was received on 15-may-2026: during a rotator cuff repair procedure performed on (B)(6) 2026 a corkscrew anchor was observed to have a crack near the distal end of the anchor. The defect was visible upon opening; however, an insertion attempt was made prior to recognizing the defect. No unusual forces or handling were applied before the crack was identified. No device fragments were introduced into the patient. The procedure was completed with an approximate delay of 5 minutes beyond standard device exchange. There was no reported patient harm.